Event description:
It was reported that while in the intensive cardiac care unit (iccu), the md inserted the intra-aortic balloon (iab) through the teflon sheath via right femoral artery with no issues. After 24 hours of intra-aortic balloon pump (iab) therapy, the pump alarmed "helium leakage." The balloon pressure waveform (bpw) curve was normal, also the aortic flow wave was normal. The pump display continued alarming. A new iabp was connected to the iab, but the same alarm repeated. A third pump was connected with the same results. As a result, the cardiologist was consulted and the decision was made to remove the iab since the pt's condition was stable. There was no report of death, injury or complications. Medical/surgical intervention was removing the iab successfully. There was a definite delay or interruption in therapy since they had to remove the iab with no harm cause to the pt. The pt outcome is okay.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.